Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test , force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. No pump error 43 alarms were noted during testing. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed 9 pump error 43 alarms on the event date of 08/18/2023 at 09:00:16.000, 09:08:59.000, 09:08:59.000, 09:35:43.000, 09:36:17.000, 09:41:38.000, 09:42:33.000, 09:45:49.000, and 09:55:13.000. Pump alarmed 52 bolus delivery alarms on the event date of 08/18/2023, the first five are as follows: 00:02:53.000, 00:07:45.000, 00:12:47.000, 00:17:55.000, and 00:22:49.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Found dried insulin on the motor slide. The following were also noted during visual inspection: battery cap contact missing, corroded battery tube, corroded battery tube spring, scratched case, cracked case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Unable to verify customer's complaint for high bgs. Pump error 43 was confirmed in the pump history files and traces due to dried insulin on the motor slide. Battery cap contact missing was confirmed during visual inspection. Moisture damage was confirmed found on the electronic assembly, motor, force sensor and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 250 mg/dl at the time of the event and was treated with the insulin pump. The customer was reporting no symptoms related to their high blood glucose. The customer received an error in the motor detected by reading an unexpected value from the hall sensor (pump error 43) and the battery cap was lost contacts. Troubleshooting was performed and the customer was not able to clear the alarm and was not able to rewind the pump. The customer will discontinue using the insulin pump and will be returned for analysis.